Manufacturer narrative:
Alert date: follow up #1 submitted 8/8/2016: a review of the complaint record indicated this complaint was received by animas on (B)(4) 2016 as previously reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2: date of submission 01/23/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/05/2017 with the following findings: a review of the black box showed no power issues. The battery compartment was cracked alongside the pump. The battery cap attached securely to the pump. The pump failed to power on with the returned battery cap. The returned battery cap was unable to power on a test pump. A test battery cap was able to be used for testing purposes. The pump powered on normally with no alarms. The rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours with a test cap with no further power issues. Unrelated to the original complaint, moisture contamination was found under the battery cap hub. A leak test was performed and failed due to a leak in the battery compartment. The pump was opened to find moisture damage on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.